Event description:
New information received notes the right ventricular (rv) lead was capped and replaced in a procedure on (B)(6) 2024 for an insulation anomaly. Post-procedure the patient was stable.

Event description:
It was reported, the patient presented in clinic for follow-up. Upon interrogation, it was discovered, the right ventricular lead was oversensing noise. That resulted, in an inappropriate shock. Programming changes were performed. The patient was in stable condition.